Manufacturer narrative:
Product event summary: analysis confirmed the reported event; plug would not fully connect into the analyzer connector due to bent pins in the plug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was high impedance. The cable was returned. No patient complications have been reported as a result of this event.